Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the site had no multivision with their new kinevo scope cable in port 3, and flickering multivision in port 4. The manufacturer representative (rep) was on-site after the case to evaluate. They were not able to duplicate the issue. The rep asked the site during the issue to log out and log back in on the navigation system but they didn¿t want to. They proceeded without multivision. No delay to the case. No impact on patient outcome. Additional information was received stating that the issue occurred during a sacroiliac and thoracolumbar procedure. There was a 5 minute delay in the case.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736143rpend, serial/lot #: unknown, ubd: unknown, UDI#: unknown h2: additional patient information has been provided. See a1. H2, h3: concomitant product has not been returned to medtronic for analysis. Previously reported codes 3221, 4114, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.